Manufacturer narrative:
Date of event: it is unknown when the event occurred, the exact date was not provided.

Event description:
It was reported that the physician has had some patient experiencing retrograde ejaculation post convective radiofrequency water vapor thermal therapy. No other information was provided.